Event description:
A customer reported an issue with the handpiece during a procedure. The occlusion bell was beeping constantly and the doctor saw "white smoke" while in sculpt mode. The staff stated there may have been a blockage, but they are not sure. The patient experienced a burn to the cornea. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).